Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Approximated based on the originally reported date the explant procedure was anticipated to occur.

Event description:
It was reported that the patient experienced difficulty turning stimulation on due to a communication error between the remote control and the implantable pulse generator (ipg). This resulted in a return of the patients pre-existing pain. It was assessed that the non-rechargeable ipg reached its end of life. Therefore, the patient underwent an ipg explant procedure. It is unknown whether the ipg was replaced during the procedure. No further information was able to obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d6b: approximated based on the originally reported date the explant procedure was anticipated to occur. Device analysis performed on the returned primary cell implantable pulse generator (ipg) confirmed that the device had reached its end of service (eos). The battery voltage reached 2.75v after 6 months of service which is within the expected longevity with an energy use index (eui) of 100. No other anomalies were found during review of patient data and lab analysis. A labeling review did not reveal any anomalies as it states that stimulation will no longer be available once the eos indicator is displayed on the remote control and clinician programmer.

Event description:
It was reported that the patient experienced difficulty turning stimulation on due to a communication error between the remote control and the implantable pulse generator (ipg). This resulted in a return of the patients pre-existing pain. It was assessed that the non-rechargeable ipg reached its end of life. Therefore, the patient underwent an ipg explant procedure. It is unknown whether the ipg was replaced during the procedure. No further information was able to obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d6b: approximated based on the originally reported date the explant procedure was anticipated to occur. Correction to block h10: device evaluation. Device analysis performed on the returned primary cell implantable pulse generator (ipg) confirmed that the device had reached its end of service (eos). A known working rc was linked to the ipg and the rc displayed the eri message. The battery voltage reached 2.75v after 6 months of service which is within the expected longevity with an energy use index (eui) of 100. No other anomalies were found during review of patient data and lab analysis. A labeling review did not reveal any anomalies as it states that stimulation will no longer be available once the eos indicator is displayed on the remote control and clinician programmer. Therefore, engineers concluded that the likely cause of the loss of stimulation was due to the ipg having reached the end of life.

Event description:
It was reported that the patient experienced difficulty turning stimulation on due to a communication error between the remote control and the implantable pulse generator (ipg). This resulted in a return of the patients pre-existing pain. It was assessed that the non-rechargeable ipg reached its end of life. Therefore, the patient underwent an ipg explant procedure. It is unknown whether the ipg was replaced during the procedure. No further information was able to be obtained despite good faith efforts.